Event description:
It was reported that during a da vinci surgical procedure, one of the blades on the monopolar curved scissors (mcs) instrument broke off and fell into the patient. No additional information concerning the reported event was provided.

Manufacturer narrative:
(B)(4) - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a piece of the left blade broken. The broken piece was not returned. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of blade is nearly straight. No other damage found.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.